Event description:
On (B)(6) 2012 a doctor reported a connection issue. The spike of a transfer set had disconnected from the port of a uv twin bag during fill. The sample was not available. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.